Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading was showing low, blood glucose reading 150 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. The customer also reported blood glucose levels in the 400mg/dl range. Troubleshooting occurred. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.